Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the pump tubing had a kink, the physician straightened out the tubing and worked fine but the physician decided to replace the pump just as a precaution.